Event description:
It was reported a patient experienced recurrent peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. The patient was admitted to the hospital following a collapse and vomiting. Upon admission the patient was found to have a right sided pleural effusion and multiple pulmonary emboli. The patient was started on warfarin and treated with heparin infusion until his inr was therapeutic. During admission, pd therapy was stopped and the patient was switched to hemodialysis due to recurrent peritonitis. The patient was discharged from the hospital one prior to death. The cause of the peritonitis was unknown. The cause of death was unknown. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Clarification: the patient died one day after being discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.